Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pelvic infection ("pelvic infection") and genital haemorrhage ("heavy bleeding") in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hair loss (side effects of depo provera). Previously administered products included for birth control: condoms from 2004 to 2008; for contraception: depo provera from 1999 to 2004; for fever: codeine; for an unreported indication: benadryl and tramadol. Past adverse reactions to the above products included chills with codeine; and weight increased with depo provera. Concurrent conditions included gonorrhea, chlamydial infection, lung disease obstructive, trigeminal neuralgia, ovarian cyst, anxiety disorder, carpal tunnel syndrome, abdominal pain lower, endometriosis, vaginitis bacterial, eustachian tube dysfunction, bipolar depression, bipolar ii disorder, gonorrhea, chlamydia pneumoniae infection, shellfish allergy, malaise and lower abdominal tenderness. Concomitant products included montelukast (singulair) for multiple allergies, cetirizine hydrochloride (zyrtec), fexofenadine (allegra) and triamcinolone acetonide (nasacort) for seasonal allergy as well as alprazolam since 2008, diclofenac (voltaren) since 2014, estradiol (climara) since 2010, estradiol since 2010, fluticasone propionate (flonase), gabapentin (neurontin) since 2013, naproxen sodium (aleve), oxycocet (percocet) since 2008 and salbutamol (albuterol) since 2007. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("no intercourse/ apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis"), pollakiuria ("urinary frequency"), constipation ("constipation") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy, unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, female sexual dysfunction, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, weight increased, endometriosis, pollakiuria and constipation outcome was unknown, the pelvic infection, cystitis, urinary tract infection, vaginal infection, dyspareunia and back pain had resolved, the mood swings had not resolved and the fatigue was resolving. The reporter considered abdominal distension, back pain, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic infection, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient had hysterectomy with unilateral salpingectomy, unilateral salpingo-oopherectomy on (B)(6) 2011 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. On (B)(6) 2011, patient had diagnostic laparoscopy, results was total bilateral occlusion, old endometriosis scar. Current weight as of (B)(6) 2018: 161 lbs. Approximate weight at the time of essure placement 145 lbs. Surgical pathology: hysterectomy specimen: cervix: - acute and chronic cervicitis with reactive epithelial change and focal squamous metaplasia. - negative for dysplasia; negative for malignancy. Endometrium: - weakly proliferative endometrium with prominent pseudodecidualization of the endometrial stroma and focal stromal breakdown suggestive of hormonal therapy. - negative for hyperplasia; negative for malignancy. Myometrium: - focal superficial adenomyosis. - negative for malignancy. Left ovary and fallopian tube: - multiple follicular cysts and focal endometriosis with decasualization of endometrial stroma. - para tubal cyst. - negative for malignancy gross description: the myometrium is tan and mildly trabeculated with a 1.9 cm average wall thickness. Embedded within the superior left endometrium is a 1.5 cm coiled metallic wire. Polyps and intramural masses are not identified. A similar metallic wire is within the right proximal tube remnant. Representative sections are submitted normal-appearing external female genitalia. Urethra and meatus appear normal. Thin white discharge in vaginal vault. Well-healed vaginal cuff. Cervix, uterus and left adnexa surgically absen quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received: event outcome updated from recovering / resolving to recovered / resolved for event back pain and recovering / resolving for event fatigue. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 17-nov-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. As a result of her implantation with essure she suffered injuries, including: heavy bleeding, hysterectomy, migration of implants, pain, no intercourse, bloating and abdominal pain. On (B)(6) 2010 she had surgery to remove essure. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and migration of implant, heavy bleeding (interpreted as genital bleeding) and underwent a hysterectomy. The surgery to remove essure was performed 2 years and 6 months after essure insertion. Device dislocation and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure may move during therapy and that essure may cause bleedings and considering that in this case no alternative explanation was provided, a causal relationship between these events and essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pelvic infection ("pelvic infection") and genital haemorrhage ("heavy bleeding") in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hair loss (side effects of depo provera). Previously administered products included for birth control: condoms from 2004 to 2008; for contraception: depo provera from 1999 to 2004. Past adverse reactions to the above products included weight increased with depo provera. Concurrent conditions included gonorrhea, chlamydial infection, lung disease obstructive, trigeminal neuralgia, ovarian cyst, anxiety disorder and carpal tunnel syndrome. Concomitant products included montelukast (singulair) for multiple allergies, cetirizine hydrochloride (zyrtec), fexofenadine (allegra) and triamcinolone acetonide (nasacort) for seasonal allergy as well as alprazolam since 2008, diclofenac (voltaren) since 2014, estradiol (climara) since 2010, estradiol since 2010, fluticasone propionate (flonase), gabapentin (neurontin) since 2013, naproxen sodium (aleve), oxycocet (percocet) since 2008 and salbutamol (albuterol) since 2007. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("no intercourse/ apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis"), pollakiuria ("urinary frequency"), constipation ("constipation") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy, unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, female sexual dysfunction, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, endometriosis, pollakiuria and constipation outcome was unknown, the pelvic infection, cystitis, urinary tract infection, vaginal infection and dyspareunia had resolved, the mood swings had not resolved and the back pain was resolving. The reporter considered abdominal distension, back pain, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic infection, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient had hysterectomy with unilateral salpingectomy, unilateral salpingo-oopherectomy on (B)(6) 2011 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. On (B)(6) 2011, patient had diagnostic laparoscopy, results was total bilateral occlusion, old endometriosis scar. Current weight as of (B)(6) 2018: 161 lbs. Approximate weight at the time of essure placement 145 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date updated from (B)(6) 2008, removal date updated to (B)(6) 2014. Events apareunia (inability to have sexual intercourse) was clubbed with previously reported event. Events back pain, constipation, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic infection, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased were newly added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 22-dec-2016: quality safety evaluation of ptc. Ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and migration of implant, heavy bleeding (interpreted as genital bleeding) and underwent a hysterectomy. The surgery to remove essure was performed 2 years and 6 months after essure insertion. Device dislocation and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure may move during therapy and that essure may cause bleedings and considering that in this case no alternative explanation was provided, a causal relationship between these events and essure cannot be excluded. This case is regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.